Event description:
Nurse was about to administer packed rbc's [red blood cells]. After spiking the bag, nurse went to hang and prime drip chamber. As he was priming drip chamber, IV tubing separated from the drip chamber, causing blood to pour freely from chamber and bag until it could be re-spiked with new sterile blood tubing. Blood contamination occurred of IV pumps, IV pole, IV power shelf, patient bed, and floor. Contamination disinfected and sterilized. IV tubing number (01) 00085412068152 lot (10) r24j19024